Event description:
It was reported leaking PICC line, split at approximately 10cm. Patient had to have the line replaced, no other patient impact. Product was used for chemotherapy. Additional information received (B)(6) 2024: PICC leaking internal or external patient body? Mixture as near the entry site how to find the split by imaging method? You need to flush it to find the hole any adverse event like swelling, erythema? Nothing to note.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 9cm mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported leaking PICC line, split at approximately 10cm. Patient had to have the line replaced, no other patient impact. Product was used for chemotherapy. Response received 07/16/2024: it was reported by the customer "the leaking was near the entry site. You need to flush it to find the hole. There were no adverse events noted."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported leaking PICC line, split at approximately 10cm. Patient had to have the line replaced, no other patient impact. Product was used for chemotherapy. Additional information received on 07/16/2024: PICC leaking internal or external patient body? Mixture as near the entry site. How to find the split by imaging method? You need to flush it to find the hole. Any adverse event like swelling, erythema? Nothing to note.